Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The investigation is in progress. A sample is expected, but has not yet been received for evaluation. (B)(4).

Event description:
A nurse reported that the top of the trocar cannula separated from bottom upon insertion into the eye. The problem was resolved after replacing the product with another one. The procedure was completed with no harm to the patient.